Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure modes for ink smear, embedded fm and fm with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and ink smear, embedded fm and fm was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to fm through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure modes for ink smear, embedded fm and fm with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and ink smear, embedded fm and fm was observed. Further investigation activities have been conducted through a CAPA for fm and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to the fm. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with fm. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter in the tubes, printing issues on the tubes, ink smears on the tubes, and black spots in the tubes. This occurred on 133 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer sst blood collection tubes had foreign matter in the tubes, printing issues on the tubes, ink smears on the tubes, and black spots in the tubes. This occurred on 133 separate occasions but the date/time and or patient information is unknown.